Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use leakage occurred at connection site with an unspecified bd insyte¿ auto guard¿ shielded IV catheter. The following information was provided by the initial reporter: it was reported that there was leaking where the catheter connects to the extension set. Additional information provide by customer: we are having multiple failures from the new bd pressure rated extensions. The biggest problem occurs with MRI at times causing a patient to have to reschedule for another appointment (and another IV stick on a different day, etc.). Not only is this an MRI problem, but even in CT when this failure occurs the patient gets wet from contrast media on their person as well as on their clothing.

Event description:
It was reported that during use leakage occurred at connection site with an unspecified bd insyte¿ auto guard¿ shielded IV catheter. The following information was provided by the initial reporter: it was reported that there was leaking where the catheter connects to the extension set. Additional information provide by customer: we are having multiple failures from the new bd pressure rated extensions. The biggest problem occurs with MRI at times causing a patient to have to reschedule for another appointment (and another IV stick on a different day, etc.). Not only is this an MRI problem, but even in CT when this failure occurs the patient gets wet from contrast media on their person as well as on their clothing.

Manufacturer narrative:
H.6. Investigation summary bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences. The complaint was deemed as MDR reportable therefore a submission will be performed. Shall a sample or lot number become available, the complaint will be re-opened and an investigation will take place. This complaint will be closed at this time. H3 other text : see section h.10.